Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited dislodgement. The patient had a history of complications of hematoma. The patient underwent a successful lead revision and this product remains in-service. No adverse patient effects were reported.